Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (investigation conclusion), h11. A getinge field service engineer (fse) stated machine was never taken out of service or had an issue. The helium bottle on the helium charging station was empty, so it was not filling up the cardiosave. Service was not needed and no onsite visit needed. It is unknown of patient involvement.

Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) had helium leaking.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Event description:
N/a

Manufacturer narrative:
Updated fields - b4, d9, e2, e3, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10. Despite gfes (good faith efforts), no response has been received regarding any repair or the status of the iabp. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly. H3 other text : no repair information.